Manufacturer narrative:
The device was explanted, and is expected to be returned for analysis. This report will be updated should additional information become available. (B)(4).

Event description:
It was reported that premature battery depletion was suspected. During the recent device check, it was observed that the battery longevity had decreased to show 2 years remaining. The previous device check showed 8.5 years remaining. The lead parameters were checked, and there was no evidence of any lead performance issues. The right atrial (ra) lead has suspended thresholds; however, the trends showed that the thresholds were reasonably stable. Programming changes were made to address the right atrial lead. The patient's heart rate was at approximately 60 bpm; therefore, is not considered to be high risk. A copy of device memory was saved and submitted for analysis. Engineering review of the battery diagnostic data confirmed that the power consumption of this device has been gradually increasing, and is expected to continue to increase. Due to this anomaly, a technical services consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that premature battery depletion was suspected. During the recent device check, it was observed that the battery longevity had decreased to show 2 years remaining. The previous device check showed 8.5 years remaining. The lead parameters were checked, and there was no evidence of lead performance issues. The right atrial (ra) lead has suspended thresholds; however, the trends showed that the thresholds were reasonably stable. Programming changes were made to address the right atrial lead. The patient's heart rate was at approximately 60 bpm; therefore, is not considered to be high risk. A copy of device memory was saved and submitted for analysis. Engineering review of the battery diagnostic data confirmed that the power consumption of this device has been gradually increasing, and is expected to continue to increase. Due to this anomaly, a technical services consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.